Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the guidewire coating was peeled off. There were no clinical consequences to the patient as a result of the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was found to be scrapped off around the guidewire and along the wire in two locations approximately 45 and 25 cm from its proximal end. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. No other anomalies were found to the device. Despite the fact that there were no anomalies found with the hydrophilic coating, it is possible that the customer referred to the proximal ptfe coated section as the distal coated section. During functional testing the returned device was loaded into the demo microcatheter without any resistance.. Although the torque device was not returned, the observed peeling/scraping on the ptfe indicative of the damage from an insecurely tightened torque device. The device dfu cautions that insecure tightening of the torque device can lead to ptfe peeling: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore, the assignable cause of the reported event and analyzed ptfe peeling was determined to be use error

Event description:
It was reported that the guidewire coating was peeled off. There were no clinical consequences to the patient as a result of the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that the guidewire coating was peeled off. There were no clinical consequences to the patient as a result of the event.